Event description:
It was reported that the ilet displayed recurring alert 64 identified as a haptic error; a restart initially cleared the alert, but the alert recurred and then persisted despite additional restarts, while blood glucose remained in range. Symptoms included repeated device alert notifications and loss of vibration feedback. Outcomes included no impact to glycemic control and no medical intervention. Investigation included verification of the alert, guided restarts, and confirmation that blood glucose was unaffected. Investigation of this case revealed a malfunction of the haptic/vibration component consistent with a device alert that persisted after troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction affecting the haptic system. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.